Manufacturer narrative:
We received one sealed sample and one hair was observed inside the inner packaging. Investigation of the sample received confirmed the presence of hair in the packaging. Actions have been put in place since april 2021 concerning the presence of hair (reinforced control before and after sheathing and before and after the corking rope) and its actions are carried out until today. Checking the quality databases did not reveal any anomaly in relation to the described defect. In addition, our subcontractor has re-sensitized production operators about "hair presence and decontamination" in (B)(6) 2023.

Event description:
According to available information, this device was not able to be used due to a hair in the packaging. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was not able to be used due to a hair in the packaging. No other adverse patient effects were reported.